Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 7074449.

Event description:
It was reported that after a fall, the patient's ipg wound site re-opened and became infected. According to the physician the patient did not seek medical attention 4 weeks after the fall and the ipg wound site was completely opened and the ipg was visible. The physician believes the infection was not caused by the device. The patient was already taking antibiotics for a non-device related reason but the physician decided to extend the duration of the antibiotic treatment. A culture was taken but the results were negative. The patient's entire spinal cord stimulation system was explanted.

Event description:
It was reported that after a fall, the patient's ipg wound site re-opened and became infected. According to the physician the patient did not seek medical attention 4 weeks after the fall and the ipg wound site was completely opened and the ipg was visible. The physician believes the infection was not caused by the device. The patient was already taking antibiotics for a non-device related reason but the physician decided to extend the duration of the antibiotic treatment. A culture was taken but the results were negative. The patient's entire spinal cord stimulation system was explanted.

Manufacturer narrative:
The explanted ipg has been returned and is currently undergoing analysis. The explanted lead was received, analyzed and passed all tests performed. Visual inspection of the lead found that there were no anomalies. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
The explanted ipg was received, analyzed, and passed all tests performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that after a fall, the patient's ipg wound site re-opened and became infected. According to the physician the patient did not seek medical attention 4 weeks after the fall and the ipg wound site was completely opened and the ipg was visible. The physician believes the infection was not caused by the device. The patient was already taking antibiotics for a non-device related reason but the physician decided to extend the duration of the antibiotic treatment. A culture was taken but the results were negative. The patient's entire spinal cord stimulation system was explanted.